Event description:
Caller alleged imprecision with inratio. Results as follows: pt#1: inr= 0.9, inr = 1.9 retest with 2nd fs. Pt#2: inr = 1.3, inr = 2.3 retest with 2nd fs. Pt#3: inr = 0.8, inr = 1.5 retest with 2nd fs.

Manufacturer narrative:
Inratio precision date provided by end-user lot 060355: pt#1 first test inr = 0.9, second test inr = 1.9, mean = 1.4; sd = 0.7; % cv = 50%. The % cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Pt#2 first test inr = 1.3, second test inr = 2.3, mean = 1.8; sd = 0.7 %;cv = 39%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Pt#3 first test inr = 0.8, second test inr = 1.5, mean = 1.15; sd = 0.49: %cv = 43%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.